Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05/18/2016 with the following findings: the battery compartment was found to be cracked from the case seal traveling to the bumper. The battery compartment threads were also found to be stripped. Unrelated to this issue, the keypad was damaged, but the buttons were still operational. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked and the battery compartment threads were damaged. This report is made based on results of investigation completed on 05/18/2016.